Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time, the device was programmed to deliver an unspecified concentration of dobutamine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, it was reported that there was no improvement in the patient status. The physician ordered the treatment to be "staggered" to levosimendan, which was prepared by the nurse. At an unspecified time, the device was then programmed in the dose calculation mode, to deliver levosimendan 12.5mg/500ml, for a dose of 0.1mcg/kg/min, at a rate of 13.8ml/hr, with a vtbi (volume to be infused) of 440ml, for a duration of 36 hours, and the delivery was started. It was reported the device was primed with 50-60ml. The customer contact reported that the levosimendan delivered in 20 hours, instead of the intended 36 hours. The customer contact reported the therapy was stopped for an unspecified length of time. It was unspecified if the therapy was resumed. It was reported, that the device had not been manipulated and there was no display alarms during the delivery. The delivery had only been stopped for 20 minutes to take laboratory samples. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service for evaluation. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.